Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure using a ncircle tipless stone extractor, a piece broke off on the kidney stone inside of the patient. The broken piece of the stone extractor was removed from the patient. It is unknown how the procedure was completed. Reference medwatch mw5092910. There have been no adverse effects reported. Additional information has been requested. At this time, no other information is known. A follow up report will be submitted if additional details requested are received.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: d10. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. Three attempts to obtain the complaint device were performed. No product returned. No photos provided. A search of the north american distribution center (nadc) database found all devices from complaint lot have been shipped. No similar product from the same lot is available for investigation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was not returned, and limited information was provided by the customer. It was assumed that the piece of the extractor that broke off was one of the basket wires, as that is the most common related failure mode. There are multiple possible causes for a broken basket wire: exposure of the wire to a laser during the procedure; procedural factors such as the size, shape, or location of the stone(s) that placed larger than normal forces on the basket wire; manufacturing variations that could have caused the basket wire to be weaker than normal. Without the device available for investigation, a determination of the cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.